Event description:
Equipment was being tested prior to being put into use when a cloud of dust exited equipment when turned on. Unit sent out for repair. Unrepairable because unit is sealed. Unk white substance found near motor of unit. Recommend unit not be used. History of unit: sat in storage since last bio med check.